Event description:
Hurricaine spray and timeout performed. Echo probe is placed and survey undertaken. Pt noted to have significant gagging. Attempts to further suction were made, however, patient entered a rhythm of supraventricular tachycardia. Echo probe removed and metoprolo given. Dysrhythmia calmed down within 1 to 2 minutes. Noted at this time that the yankauer suction was missing a bulbous tip so that a rather jagged tip was present on the yankauer. There was some bleeding from the mouth and throat so this was gently suctioned. Approximately 10 minutes later an awake direct laryngoscopy was undergone and a small hematoma (0.2 cm x 0.5 cm on the uvula was noted and again another punctate hematoma in the retropharynx just above epiglottis was noted.